Manufacturer narrative:
No product was returned for evaluation as it remains in the patient. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined.

Event description:
It was reported following a cardiac catheterization a 6f vip was selected for use. A pre-deployment angiogram was obtained and the puncture site was at the level of the top of the femoral head. The high puncture site looked to be in close proximity of the epigastric artery. The physician decided it was below the inguinal ligament and deployment began. Following the protocols explained in the instructions for use (IFU), the artery was located anchor set, and the device pulled back. At the point the patient lost consciousness and went asystole. The compaction marker was not visible, but hemostasis was achieved. The patient received a pre-cordial thump and an atropine injection intravenously, dose unknown. The patient regained consciousness and had a sinus rhythm. The groin looked fine, however, precautionary manual compression was applied for 10 minutes. The patient recovered and was discharged home later that same day. The physician alleged the patient's nervousness, anxiety and pain caused a vaso vagal response which led to unconsciousness and an asystolic condition.